Event description:
Patient presented to the physician with warmth and irritation at the chest area and pain in the chest. Physician brought the patient into the operating room, removed the ipg and sensing lead, implanted a newer ipg model, which does not require a sensing lead, sutured, and closed.